Event description:
Placing a PICC on a critically ill patient. When needle introduced, blood return noted quickly coming from sides of splittable needle. The needle was split on plastic to metal needle part when introduced into vein enough to have the blood return come out the sides of needle rather than the end. Unable to thread catheter through needle. Needle withdrawn and unable to place PICC. New site attempted with the same trouble with splittable needle. Underside of needle split on plastic to metal part. Able to advance this catheter for successful placement of catheter.